Event description:
A hospital (B) (6) reported via a fisher & paykel healthcare clinical product specialist that the y-piece of an rt235 infant dual-heated evaqua breathing circuit disconnected from the breathing circuit when the patient was physically moved or manipulated. No patient consequence was reported.

Manufacturer narrative:
(B) (4). This is the fourth of 5 similar complaints received from this healthcare facility. Only one out of 5 affected devices will be returned to fisher & paykel healthcare ('fph') for investigation. The subject rt235 breathing circuit in this complaint is not available to be returned to fph for investigation. In order to assist in our analysis of the event, fph requested additional information via an fph clinical product specialist in respect of the circumstances surrounding the event. However, medical staff could not provide further information as the event occurred awhile back. However, one of 5 affected breathing circuits has only recently been returned to fph for investigation. The subject device in that complaint is currently being examined to determine the root cause of the event. We are unable to perform a lot check as no lot information has been provided. We will provide a follow-up report when the investigation is complete.